Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent an ultrasound guided kidney biopsy procedure using the maxcore device. Prior to the procedure, the instrument cannot be primed. Further it was reported that it was unable to load the gun, one time able to prime and one time no. Once able to fire and the other time no. No coaxial was used. The procedure was completed using another device. There was no patient contact.